Event description:
On (B)(6) 2015, a reporter for the patient (the patient¿s son) contacted lifescan (lfs) (B)(4) alleging that the patient¿s onetouch verio2 meter displayed inaccurate results compared to both feelings/normal results and to another meter. The complaint was classified based on the customer service representative (csr) documentation. The reporter alleged that the meter started reading inaccurately high compared to feelings/normal results on (B)(6) 2015 at 7:40am, when he reported that the patient obtained an alleged inaccurate high blood glucose (bg) result of ¿192 mg/dl¿ on the subject meter. Meter to feelings/normal results are invalid for the purposes of determining an inaccuracy. The patient manages her diabetes with insulin (self-adjuster). The reporter indicated that the patient injects 5 units of fast acting insulin when she obtains blood glucose results above 180 mg/dl. As a result of obtaining the bg result of 192 mg/dl, the reporter alleged that the patient administered 5 units of fast acting insulin. The reporter alleged that around 11:00am on (B)(6) 2015, the patient started shivering and at 11:46am, her ¿heart hurts.¿ the reporter denied that the patient received any treatment for her symptoms. No medical intervention was specified. The reporter also alleged that also on (B)(6) 2015 at 11:46am, the patient obtained an alleged inaccurate blood glucose result of ¿59 mg/dl¿ on the subject meter compared to ¿84 mg/dl¿ on a onetouch ultraeasy meter, performed within 30 minutes of each other. He also reported that at 2:46pm, she obtained another alleged inaccurate blood glucose result of ¿230 mg/dl¿ on the subject meter compared to ¿196 mg/dl¿ on a onetouch ultraeasy meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between the results meets lfs¿ accuracy criteria. The reporter alleged that the patient did not administer 5 units of fast acting insulin after obtaining the 230 mg/dl reading, because she was not sure about the accuracy of the results she obtained. During troubleshooting, the csr noted that the patient¿s meter was set to the correct unit of measure, the patient had used an approved sample site and the correct testing technique. Her test strips had been stored correctly and the test strip vial was not cracked or broken. However, the reporter did not have control solution available with which to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1: the test strips involved with this complaint have not yet been returned to lifescan for product analysis evaluation. Performance testing with blood was performed on the retain test strips. The retain test strips failed the performance testing with blood for accuracy and/or precision at 300 mg/dl level. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.